Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2019- the pump was being refilled and the programmer showed that 4ml was the expected residual volume (erv), but the pump was found to be empty as no liquid could be aspirated. The pump was then filled with 30 ml. The next morning, the patient complained of "overinfusion symptoms" of "unwell feeling." The pump was interrogated and aspirated: 28 ml could be aspirated, which was reportedly correct. It was reported that it was unclear what was the reason for the unwell feeling. It was indicated that there were no applicable environmental/external/patient factors that may have led or contributed to the issue. It was indicated that it was recommended that the pump should be filled with 20 ml and after one week, the volume should be checked. If a discrepancy was observed at that time, the physician would contact the manufacturer. Additional information was received from a foreign hcp via a manufacturer representative on 2019-dec-09. This hcp reported that a discrepancy between the calculated reservoir and the aspirated reservoir volume was observed where 4 ml calculated but 0 ml was aspirated on (B)(6) 2019 (same information as initially reported), and then on (B)(6) 2019 the calculated volume was 33.4 ml and 28.5 ml was aspirated (which is different from what was initially reported). It was also reported that overdosing symptoms occurred after a refill on (B)(6) 2019 and that since (B)(6) 2019 overdosing symptoms also occurred. The drug in use at the time of the report was hydromorphone [5 mg/ml] (the initial report indicated that the drug was morphine, not hydromorphone); the daily dose had been reduced from 3.6 mg/day to 3.0 mg/day on (B)(6) 2019 and from 3.0 mg/day to 2 mg/day on (B)(6) 2019. It was indicated that the residual volume during the next refill would be observed and that the issue was not resolved at the time of this report.